Event description:
A customer reported an issue with a tandem mobi pump due to a cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and arranged for the pump to be replaced with one that has updated software. While the customer did not have a backup plan for insulin delivery, they planned to contact their healthcare provider. Technical support provided instructions for returning the faulty pump and guided the customer on programming the new pump and connecting it to their continuous glucose monitor. The customer understood and acknowledged all instructions.